Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on channel tube, water tightness was lost, indication on suction connector was peeled, protector of universal cord on suction connector side had a scratch, image guide protector had a scratch, paint on air water cylinder was peeled, switch 2 had a scratch, control unit was shaved, grip was shaved, plastic distal end cover had a dent, universal cord had a scratch, switch 1 had a cut, due to clogging of nozzle, water removal ability did not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, air supply volume did not meet the standard value, adhesive on bending section cover has white-clouded area, adhesive on bending section cover had a chip, bending section cover had slack, bending section cover had a scratch, due to wear of angle wire, the play of upward/downward knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, scope cover plate had peeling, and connecting tube had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, there was no delay in the start of pre cleaning, and the customer wiped / brushed the distal end with clean lint-free cloths / brushes / sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the nozzle was clogged on the evis lucera gastrointestinal videoscope. The issue was found during a therapeutic procedure and completed using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle, plastic distal end, and probe cover had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.